Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 6-4mm amplatzer duct occluder was selected for implant. During the implant procedure, the device was being deployed, but the pulmonary artery end presented in a bulbous deformation. The device wasn't released from the delivery cable and the case was abandoned. There was no interaction with cardiac structures during deployment or angulation/kink in the delivery system. The patient was discharged.

Event description:
It was reported that on (B)(6) 2024 6-4mm amplatzer duct occluder was selected for implant. During the implant procedure, the device was being deployed, but the pulmonary artery end presented in a bulbous deformation. The device wasn't released from the delivery cable and the case was abandoned. There was no interaction with cardiac structures during deployment or angulation/kink in the delivery system. The patient was discharged.

Manufacturer narrative:
An event of device deformity was reported. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from the field indicated that the 7f was used which could have been contributed to the reported event. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.